Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation procedure, the implanted lens was found to have a damaged optic, presenting as a peripheral scratch. The surgery was completed the same day, and the lens remains in place. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. A photo was provided. The photo was of an implanted single-piece lens. The optic has damage on the peripheral edges. The damage appears to be on the anterior surface. The damage is on opposite side and is similar to damage caused by a plunger override. If the lens is loaded correctly the anterior surface does not contact the cartridge lumen. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.